Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) noted two air bubbles in the patient line while performing therapy with the homechoice (hc) device. A baxter technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, then a follow up report will be submitted.